Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the week prior to the phone call the customer went to the hospital twice due to low blood glucose of 22 mg/dl. The customer was asleep and woke up to extreme low blood glucose. The insulin pump was reset during the phone call and it seemed that the customer was having low blood glucose incidents during their menstrual cycle. The customer stated that they will disconnect from the insulin pump during their menstrual cycles. Nothing further was reported.